Manufacturer narrative:
(B)(4). Method: the complaint rt265 infant dual-heated evaqua2 breathing circuit was received at fisher & paykel healthcare in (B)(4). The returned breathing circuit was visually inspected and pressure tested for the reported leak. Our investigation is also based on information reported by the customer, our knowledge of the device and previous investigations of similar complaints. Results: visual inspection revealed no damage to the breathing circuit and associated dryline. The pressure test showed that the returned device performed within specification. Conclusion: we were unable to determine what had caused the leak as reported by the customer as no fault was found with the returned device. However it is possible that the leak experienced by the customer was due to the feedset not being connected to a waterbag. All rt265 infant dual-heated evaqua2 breathing circuits are pressure tested before leaving the production line and those that fail are discarded. The user instructions that accompany the rt265 infant dual-heated evaqua2 breathing circuit state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusion before connecting to a patient. Set appropriate ventilator alarms.

Event description:
A hospital in (B)(4) reported via a fisher & paykel healthcare representative that an rt265 infant dual-heated evaqua2 breathing circuit failed the ventilator leak test. The incident occurred before patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device was recently received at fisher & paykel healthcare in (B)(4) for evaluation, to determine if it had a malfunction which might have led to the reported event. We will provide a follow-up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that an rt265 infant dual-heated evaqua2 breathing circuit failed the ventilator leak test. The incident occurred before patient use. No patient consequence was reported.